Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(6).

Event description:
Information received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of dilaudid (hydromorphone; 10mg/ml, 3.762mg/day) and clonidine (2000mcg/ml, 752.4mcg/day). The medication was changed at a refill performed on (B)(6) 2015, but it was unclear if programming was changed or not. The manufacturer representative knew for certain a bridge bolus was not programmed (hcp erroneously bypassed the bridge bolus). The programming error then caused overdose. The patient was admitted to the hospital on (B)(6) 2015 with overdose symptoms. The manufacturer representative was currently on her way to the hcp to determine what exactly happened. It was later determined the programming was left at 4mg/ml at 3.3986mg/day (not updated), the old drug would have gone through between 9 hours 11 minutes and 11 hours 15minutes (patient was getting 9.405mg/day instead of the intended 3.762mg/day). In addition, the physician activated (pa) bolus was programmed to 0.21mg/bolus, so the patient was actually getting 0.525mg/bolus (logs showed 22 boluses given and 10 lockouts since the last update). After speaking with the patient, it was indicated the patient fell on (B)(6) 2015 and passed out 3 times. The patient's wife also indicated the patient had been acting "screwy" the last couple of days; lightheaded, confused, and had difficulty breathing over the past couple of weeks. When the patient arrived at the hospital on (B)(6) 2015 for fear of pneumonia (had it in the past and was told he was susceptible now) and a cracked rib due to the fall. The manufacturer representative checked with the hcp and the patient did not have pneumonia or a cracked rib. The patient presented to the hospital with hypoxia, oxygen saturation levels at 84%, altered mental status (alert, but not oriented), lethargic, and had concerns with left arm pain. The patient did wear oxygen at home and had a history of chronic obstructive pulmonary disease (copd). No narcan was given and oxygen saturation levels at the time of the report were 90%. No outcome, actions/taken, or potential cause of the error were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.